Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. Drainage from the patient's incision site was observed and was determined that the device was infected. This right ventricular (rv) lead was fractured. Additional information received from the field representative states that the lead fracture was confirmed via fluoroscopy and was found in the region of the clavicle and first rib. The rv lead was explanted. No additional adverse patient effects were reported.